Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not staple correctly and there was bleeding. The case was converted to an open procedure. It is unk how the procedure was completed. There were no adverse consequences to the pt. No add'l info is available.